Event description:
Smoker, periodontal disease, thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, peri-implantitis, pain, abscess ((B)(6) are same patient).